Event description:
Had allergan smooth silicone breast implants placed on (B)(6) 2010, serial number (B)(4)). Breast implants caused problems over time that worsened (joint pain, pelvic pain, fatigue, brain fog, breast burning, adrenal crashes, blurred vision, hair loss, nausea, and in past 6 months lost 50% of kidney function and ana tests turned from negative to positive). Was treated by many drs (neurology, plastic, surgery, orthopedics, neurosurgery, general practitioner, physical therapist) who could not determine the cause of pain and symptoms. The implants were removed on (B)(6) 2019 and 80% of symptoms have already subsided "I wish to make a special note that both mris caused a burning in my chest. Prior to the second MRI I asked if it was safe for women with breast implants and was told it is. I am not so sure as it was after the second MRI, my bloodworm began to show autoimmune problems. This might be a coincidence.